Event description:
It was reported that during a laparoscopic nissen fundoplication the cartridge loaded for the suture assistant, but during the procedure half of the metal jaw fell off into the pt. The piece was retrieved from the pt. There was no pt consequence.